Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Device evaluation: the device has been returned and evaluated by product analysis on 11/03/2016 with the following findings: review of the pump history shows the 0.00 unit basal rates in basal history are due to the pump being manually suspended. The pump was manually suspended eight times on (B)(6) 2016. The pump was exercised for 24 hours and recorded the proper amount of basal delivery in the history. The total daily dose amount added up to correctly reflect the programmed rate. No hypersensitive keys were observed on the keypad. Investigation did not duplicate the complaint and the pump was found to be operating as intended without malfunction.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a history/settings (history/settings issue) issue: basal history does not match active basal program. This complaint is being reported because an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery. There was no indication that the product caused or contributed to an adverse event.